Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. The battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A customer quality engineer downloaded and reviewed the electronic records and was able to verify the reported issue. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device turned off multiple times during patient care. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.